Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was involved in a car accident and was hospitalized due to low blood glucose a month ago. The blood glucose reading was 35mg/dl before treatment and over 240mg/dl after treatment. It was stated that the insulin pump gave her too much insulin. It was mentioned that the customer was experiencing low blood glucose for the past three to four weeks, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.